Event description:
Dealer states lnx housing came loose and slid down, causing worm gear to get bent. Please see additional information obtained on this incident.

Manufacturer narrative:
Please note: it was learned that the housing set screw may have come loose. He does not believe this was end user damage- this was for a power center mount. He does not believe the end user abuses the chair because it looks brand new. There is not so much as a scratch on the foot plate. Currently the problem has been resolved and the device is with the end user. The end user stated that he was tilted back doing a pressure release when he ran it up it would not allow him to lower it back down. The end user has been using the chair since the manufacturer date.